Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received insulin flow blocked alarm. The customer¿s blood glucose level was 175 mg/dl. Customer states the insulin exited and insulin pump alarmed insulin flow blocked. Customer reports insulin exits the tubing. Customer reports event was resolved by reservoir change. The device will not be returned for analysis.